Manufacturer narrative:
Device was not returned for investigation. Picture of patient's skin reaction was provided. The actual cause of the skin lesion could not be identified. However, there could be two possible causes; either hypersensitivity skin reaction (patient has very sensitive skin) or burn developed during surgical procedure. Device history record and raw material inspection record was checked without finding any deviations. There is a possibility that a burn can develop if the electrode is not in complete contact with the skin surface. If excess hair hasn't been removed or there is an air gap between the electrode and the skin. This is stated in the IFU together with a warning stating that not following the instructions may result in electrosurgical burns. If pouch is not closed with clip or kept open too long there may be a risk of the gel of the electrodes has dried out. As per IFU, it is mentioned that electrodes in an open pouch may dry out, therefore close the pouch with a clip after use and to check the electrode for dried out before use. According to IFU the electrode should be placed on a well vascularised, muscular site on the upper site of the patient and in close proximity to the surgical site and as a caution that the electrode shall not be placed over a bony prominence, scar tissue, conductive implants, high-fat body areas, traumatized areas, ECG electrodes and cables, pacemakers and where fluid may gather. The electrode was placed on the patient's inner thigh. The product is biocompatible and comply with iso 10993-1 standard requirements. The iso standard 10993-1 clearly stated the tests required to be comply, to ensure the product is clinically safe and biocompatible. While several tests and precautions are taken to assure that the materials selected are biocompatible, it is impossible to guarantee that no patients will eventually react to a certain substance contained in the gel or medical adhesive. It is important to understand that patients' allergic reactions are not caused by a defect in the electrode, but because some few people may be allergic or sensitive to a certain substance.

Event description:
When removing grounding pad from patient post surgery the device left extensive skin removal to patients inner thigh. The lesion could be heath related or possible a reaction to adhesive used. The 128 x 128mm skin loss to inner thigh of patient following surgery. Patient has rare skin condition and possible hypersensitivity to some adhesives. Patient's skin condition cause extremely dry skin and has a tendency to tear easily and react to plasters etc.